Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 02 feb. 2026, a titan loading system was selected for loading. It was noted that a stent guide was not included in the loading set. The patient was in a stable condition and there was no clinically significant delay reported. Additional information received via japan tht registry: this complaint consists of tht registry data from japan. The data did not contain lot number, unique device identifier (UDI). The information was obtained through the registry; no further details have become available for this event. It was reported through the tht registry from japan that on (B)(6) 2025, a 23mm navitor vision valve was implanted. On (B)(6) 2026, the patient passed away due to a bleeding event. It was stated that the patient died due to progression of liver cirrhosis and gastrointestinal bleeding, which resulted in multiple organ failure.

Manufacturer narrative:
Correction: manufacturer report 2135147-2026-02060 should not have been reported as a medical device report (MDR) as the cause of death was due to a progression of liver cirrhosis accompanied by gastrointestinal bleeding, which led to multiple organ failure. There is no causal relationship that was identified between the death and the navitor device, and/or the implant procedure.